Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigaiton conclusion: the reported event of a no external power alarm was not confirmed. There was no log file submitted for review. The system controller was not returned for analysis. The provided information stated that the no external power alarm would activate when the patient tried to untwist the power cables. Technical services recommended exchanging the controller. There were no pictures or additional documents provided. Multiple attempts were made to obtain product return information from the customer; however, the device has not returned. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log files. A review of the submitted log files spanned approximately 5 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The no external power alarm activated on (B)(6) 2021 at 08:03 and 11:55 due to bus voltage dropping to 0.4v while connected to the mpu. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at 14:09 for a controller exchange. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Further analysis of the kinked power cables was performed. Insulation testing marginally failed and multiple wires in both power cables had slightly high resistance when flexed. The cable jackets and shielding were stripped at the kinked portions; there was no underlying damage to the wires. A root cause for the reported event was not conclusively determined through this analysis; however, the wire fatigue is consistent and could have contributed to the alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an issue with twisting controller cords when sleeping. On the morning the patient tried to un-twist the cords and the controller alarmed "connect to power immediately", however there were no alarms when left untouched. It was recommended swapping out controllers and sending back the controller in question for investigation.